Manufacturer narrative:
Device evaluation- the device was examined internally- this showed the membrane switch was disconnected from the main board which was causing the issue. A slight fluid leak at water tank cover was also identified. The cause of the issue was not definitely established.

Event description:
It was reported during testing that the "over temperature" test button did not work and the "over temperature alarm" was not functioning. No patient involvement.